Event description:
Boston scientific received information that the patient presented to the emergency room after receiving multiple shocks. Upon interrogation, the shocks were deemed inappropriate due to noise on the right ventricular (rv) channel that was oversensed. It was noted that therapy was not exhausted in the device due to the inappropriate therapy. The interrogation also revealed, rv loss of capture, a high out of range pacing impedance measurement that was greater than 2000 ohms and decreased sensing for the rv lead; a lead fracture was suspected. A revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.